Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The system's camera was replaced. The system then passed the system checkout and was found to be fully functional. The camera was returned to the manufacturer for analysis. Analysis found that there were two bump events that needed to be cleared. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a cranial resection procedure, when the site brought the navigation system in, the clinical specialist (cs) noticed an amber light on the camera and a fault message occurred on the screen. The cs brought in another camera card to connect to the main cart to continue the case. The cs opened the "ndi" tool and that stated bump status detected. There was a delay to the procedure of less than one hour. There was no reported impact on patient out come.

Manufacturer narrative:
The field generators were returned to the manufacturer for analysis. Analysis found that the generators functioned as intended. Analysis found that these parts were fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The camera was returned to the vendor for investigation. Investigation found that the fault description had been verified and I solated to a faulty mainboard. The faulted mainboard was replaced as well as the overlay. The returned unit was recharaterized as extended pyramid volume recharacterization. Unit also passed outgoing product testing. Analysis found that the reported event was related to a computer component issue. If information is provided in the future, a supplemental report will be issued.